Manufacturer narrative:
H6; code 100/900: clamp arm bent/clamp pads damaged. Based on the inquiry info received, the visual and functional testing, it was foun that the clamp pad was damaged and the clamp arm would not open or close on both lcs. The clamp arm was bent on only one lcs. The clamps pads had not fallen of the lcs. No conclusion could be reached to as what may have caused these incidents to occur. Co trives to understand each incident as it occurs in order to continuously improve the product.

Event description:
During an unknwon procedure the white pad on two lcs15 instruments fell off. There was no consequence to the pt.